Event description:
It is reported that during the procedure, while the surgeon was drilling into the metacarpal to secure the bone fragments with screws and a plate, a 4 mm metal tip of the drill bit broke off and was imbedded in the bone.

Manufacturer narrative:
This report will be amended when our investigation is complete.